Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer¿s blood glucose level was 390 mg/dl. The customer was instructed to load a new cartridge to resolve the issue. The customer declined assistance from tandem customer technical support regarding the issue.